Event description:
A malfunction on the pump was reported by the caller, known as malf 5, but no notable events occurred before it, and there was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.